Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a device related thrombus present on the top of the closure device. The physician started the patient on an oral anticoagulation medication in response to this event. Post treatment follow up showed that the thrombus has resolved. There were no other complications that were reported to have occurred.